Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The delivery wire was returned without the main coil. Visual examination of the returned part of the device revealed that the deliver wire were kinked and broken at the distal end. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported main coil stretch, break and protrusion could not be confirmed as the main coil was not returned. Therefore, an assignable cause of undetermined has been assigned to the reported events. The delivery wire kink probably occurred during handling of the device during the clinical procedure upon removal of the device from the packaging, or preparation of the device prior to use. It is likely that procedural factors contributed to the delivery wire break at the distal end limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to the delivery wire kink and break.

Event description:
It was reported that as the physician attempted to retract the coil, it stretched and fractured resulting in migration of a portion of the coil into the parent vessel. The physician secured the stretched coil against the vessel wall by deploying a stent. There was no patient complication due to this event.

Event description:
It was reported that as the physician attempted to retract the coil, it stretched and fractured resulting in migration of a portion of the coil into the parent vessel. The physician secured the stretched coil against the vessel wall by deploying a stent. There was no patient complication due to this event.